Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had unexplained no delivery alarm, and sensor updating problems. It was also reported that the insulin pump has rejected new battery, the battery life sometimes under a week. The customer also reported that the guides on the back of the insulin pump casing for belt clip are completely worn off, the casing around the top of reservoir casing was chipped, the insulin pump squirted and the buttons are more difficult. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a broken belt clip rails and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. No broken/chipped reservoir retainer ring was found during visual inspection. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, displacement test and delivery accuracy test at 0.08710 inches. Device primed properly. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery life or low battery alert and failed battery test or battery failed alert noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm, failed battery test or battery failed alert recorded in the formatted history file on the event date: (B)(6) 2021. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date: (B)(6) 2021 during bolus delivery. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and it was verified that the keypad connector on j1/pcb 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured and within specification range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump was received with a broken belt clip rails and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. No broken/chipped reservoir retainer ring was found during visual inspection. The insulin pump was monitored for several days and no unexpected failed battery test/battery failed alert or low battery life or low battery alert noted. No unexpected sensor errors or anomalies were noted. The insulin pump primed properly. The insulin flow blocked alarm functions properly. No unexpected occlusions or no delivery alarm/insulin flow blocked alarm noted. The insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting. Insulin pump's buttons were difficult. Insulin pump's belt clip worn off. Battery life was lasting less than a week. Insulin pump had unexplained no delivery alarm. Insulin pump chipped around reservoir case. Sensor received sensor updating alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.